Event description:
Consumer reported upon removal of a tampon, the pledget fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Consumer was unsure which package the affected tampon came from. She provided a manufacturer lot code from one of the possible packages, nn124213b1909, but did not have the code from any other packages. Records for the lot code nn124213b1909 demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. For the other possible packages, since a manufacturer lot code was not provided, with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture.